Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. The aortic neck was 32-33mm in diameter or larger. It was reported that the patient was not a good candidate for open surgical repair, therefore, the decision was made to attempt endovascular repair. An endurant 36mm diameter bifurcated stent graft was implanted first and placed just below the renal arteries as intended; however, a seal was not obtained and a proximal type I endoleak was observed. The physician attempted to cannulate the contralateral gate four an hour but was unsuccessful. The decision was made to convert to an aorto-uni-iliac system. An aui device was not available so a smaller diameter bifurcated stent graft was advanced up the ipsilateral limb and deployed with both the ipsilateral limb and contralateral gate within the ipsilateral limb of the larger bifurcated stent graft. A 36mm endurant cuff was implanted to correct the proximal type I endoleak. This did not resolve the endoleak, so the physician attempted to staple the cuff to the proximal aortic neck and the endoleak diminished but did not completely resolve. The decision was made to end the procedure without performing a femoral-femoral bypass and there was blood flow bilaterally. Approximately one week after the index procedure, the physician performed an open surgical repair and explanted the stent grafts. During explant the physician could see that the aneurysm went above the renal arteries and the stent graft was not opposing to the vessel walls. The stent grafts were successfully explanted. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (large diameter aortic neck). Unapproved use of device (stent graft was used for treatment of a patient with an aortic neck greater than 32 mm in diameter, stent graft was undersized). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (large diameter aortic neck). Operational context contributed to event (stent graft was used for treatment of a patient with an aortic neck greater than 32 mm in diameter, stent graft was undersized).